Event description:
The micro sagittal saw was sent for evaluation due to overheating during testing. The event occurred during a routine maintenance visit. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.